Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 266mg/dl, 172mg/dl, 160mg/dl, 137mg/dl. Tests were done < 10 minutes apart with a difference of 34%. Pt did not experience any adverse events.